Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information obtained from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. The customer does not know what the foreign material is. All other information regarding the reprocessing steps performed at the user facility is unknown. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to clogging of the nozzle the water removal ability did not meet the standard value, the bending tube was deformed, the adhesive on the bending section cover rubber had a chip, due to damage on the channel tube the forceps could not be inserted smoothly, the adhesive around the objective lens was peeled, the plastic distal end cover had a scratch, the connecting tube had a scratch and a wrinkle, the adhesive around the objective lens was peeled, the grip had a scratch, the image guide protector had a scratch, the scope connector cover unit had a scratch, the scope connector had a scratch, the universal cord had a scratch, the suction cover had a scratch, the switch box had a scratch, switch 1 had a scratch, switch 4 had wear, the paint on the air/water cylinder was peeled, the lock engagement lever and knob both had a scratch, the up/down and right/left knobs both had a scratch, the control unit had a scratch, and due to dirt on the objective lens there was a lack of image on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had weak angulation. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.